Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent an initial left total knee arthroplasty in 2002. Subsequently, patient was revised on (B)(6) 2015 due poly wear. The tibial bearing and locking bar were removed and replaced.